Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the setscrew was sideways/disengaged.

Event description:
It was reported the atrial lead was suspected to be dislodged and there was failure to capture and failure to sense with high thresholds. The lead was explanted and replaced. It was further reported that during the placement procedure after reconnecting the existing implantable cardioverter defibrillator (ICD) to the new lead it was determined that the set screw had been completely backed out of the setscrew block. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.